Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during trochanteric nail procedure, the insertion handle & cannulated connecting screw would not disengage from the nail. Allegations of devices insertion handle and connecting screw would not disengage from nail. Broke wrench and two (357.397 and one 521.30) ball hex screwdrivers trying to remove insertion handle from nail. Fragments were generated from broken devices. Surgeon ended up removing the entire construct and redid the operation with a different set and new nail. Other medical intervention was to remove implanted product and start procedure over with new sets and implants. Procedure ended up being done successfully with new system and nail surgery was delayed by 45 minutes with no less desirable outcome. Concomitant device reported: unk - nails (part # unknown, lot # unknown, quantity # 1). This is report 1 for 4 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: patient code 3191 used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the device was returned in assembled condition with fixation nail. The device cannot be disassembled from mating device due to the stuck condition. Hence the complaint can be confirmed. Moreover, there are hammered marks observed on the insertion handle. Functional testing : tried to separate the insertion handle from the nail but both devices cannot be separated/ disassembled due to the stuck condition can the complaint be replicated with the returned device(s)? Yes dimensional inspection: it can not be performed as the relevant features are not accessible. Document/specification review: no issues conclusion: the complaint can be confirmed. The exact cause can not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part # 357.411, synthes lot number: 7995572, supplier lot number: 7995572, manufacturing site: synthes monument , release to warehouse date: 14-jul-2015, supplier: (B)(4). No ncr¿s were generated during production. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.